Event description:
It was reported that the pt presented with pain of unk origin. A CT scan identified that a filter limb had perforated the vena cava. Reportedly, the physician referred the pt to another facility for further eval. As the physician has not seen the pt since the referral, no further info is available regarding the pt's current status.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.